Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the pump screen was unclear and appeared digitized. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for display issues. The customer called back after resting the pump for 2 hours and replacing the battery. Frozen display continued. Troubleshooting was performed for replace battery alarm. This is the second occurrence of the replace battery alert or replace battery now alarm in less than 8 hours after the low battery warning. The pump was not recently placed in storage mode or without a battery for > 8 hours. An error has occurred more than once after a battery change. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
After battery installation unit gave an unexpected partial display with horizontal lines. Pump passed sleep current measurement, selftest, and active current measurement. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was monitored and no frozen screen anomalies were noted. Pump successfully downloaded traces and history file using thump. No low battery alerts noted during testing. However, in further full review in the pump history found unexpected low battery alarms on 05/10/2025 21:11:00, 05/09/2025 15:22:00, and on 05/08/2025 07:30:00. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open during visual inspection and found cracked / broken traces on lcd glass between the lcd controller and the lcd image area. The sc1-cap locks properly into place. The following were noted during visual inspection: scratched case. Frozen screen not confirmed during testing. However, customer experienced an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss was confirmed, suspecting hardware issue. Missing segments/partial display confirmed due to cracked / broken traces on lcd glass between the lcd controller and the lcd image area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.